Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2022, the patient experienced a reaction that consisted of a rash with redness, inflammation, blisters, and dry skin under the sensor patch adhesive. The patient had itching sensations in the area. A healthcare personnel (hcp) was consulted on (B)(6) 2022 and a course of an oral antibiotic (unspecified) was prescribed. The patient¿s condition improved an at the time of the report only the rash remained. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)